Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown. Product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) via manufacturer representative (rep) reported that the cause of the ins turning off was not known. The cause of the flipping/moving in pocket was that the implantable neurostimulator (ins) shifted upright from a flat position where the reason was unknown but the patient was physically active, which may have contributed to the ins shift. The patient is scheduled for a pocket revision on 2019-07-30 and an impedance check would be completed during the operation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported that the implantable neurostimulator (ins) was turning off on its own. This had happened 4 times since implant and this was the patient's second device. Last time that this happened was 2 weeks prior. No reports of trauma and does not coincide with the patient manually changing programs or turning off/on, traveling, or shopping. The patient lives a very active lifestyle and was the same with their previous ins. Running impedance and only got halfway as the patient was very sensitive to the amplitude it was run at and it becomes too uncomfortable. The impedances that were shown looked good. Patient is at 0.2 amplitude program 1 for therapy. It was noted that the patient's sensitivity to the impedance checks was not a new thing. There was no trauma/falls related to the issue and no recent medical test or electromagnetic interference environmental exposure. There was no signs of a power on reset on the patient programmer or clinician programmer. They looked at battery longevity and everything appeared normal. The rep tried to run multiple impedance checks but for each one they had to cancel halfway. While reviewing how the patient communicates with their device, the ins appears to have moved from flat to sideways in the pocket and states difficulty communicating with the ins. Previous attempts with 8840 had no issues. When palpating and adding pressure to try and communicate it would just push ins down but still experienced difficulties communicating. The rep reported that the healthcare professional (hcp) would reposition the ins and test impedance inter-op when the patient is comfortable. The rep believes that the leads were kinked inside the pocket. The patient was scheduled at the end of the month for a pocket revision. The ins moved/flipped back in april around the same time it started turning off on its own and that had occurred when the patient was in their home country. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.